Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins was taking longer to charge. It used to take the patient 15-30 min to charge now it takes 55 to an hour to charge. It was noted that the patient gets all coupling bars when charging. The patient was redirected to their hcp. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the ins taking longer to charge was weight loss, and that the issue had not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previous supplemental reg report was missing 'adverse event' in the drop down field. 'Adverse event' is now being added. If information is provided in the future, a supplemental report will be issued.